Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure on (B)(6) 2012. Post-procedure, the patient experienced hydronephrosis, and a stent was placed in her right ureter (date unknown). Reportedly, the physician does not know what is causing the hydronephrosis, and it is unknown if any further medical intervention is planned. The patient, who is over 18 years of age, is still using the stent and is expected to use it for another two weeks.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.